Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer was experiencing a high blood glucose level of 525mg/dl. Trouble shooting was done and nothing was found. We advised the customer to switch to back up plane and replace pump. Customer then found bent cannula and replaced it. Their blood glucose level went back to normal. Pump is not being returned. No further information available.